Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pcz622, and no non-conformances were identified. Investigation summary: one opened sample of product code sxpp1a400, lot pcz622 was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis. The product code sxpp1a400 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke when sewing. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.